Manufacturer narrative:
According to the information received this case would be related to a localized occlusion. Vascular complications / occlusions are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products. Batch data review: the batch data review was compliant with the applicable specifications. No element allows us to identify a defect in either the quality or the safety of this teosyal rha 4 product. Batch data history: no other complaint was registered to date ((B)(6) 2023) with this batch number.

Event description:
This case occurred outside of the us, in (B)(6). According to the information received on dec.16, 2022, a patient was injected on (B)(6) 2022, with 1.2 ml of teosyal rha 4 into the chin area. Two days post-injection, the practitioner was notified that the patient felt pain on the injected area. Subsequently, the patient sent some photos to the practitioner. After evaluation of the photos, the emergence of possible ischemia was diagnosed. The local medical expert was briefed on this issue and provided advice for the management of this case. Immediately the patient attended for an evaluation by the practitioner. As a corrective action, on the same day on (B)(6) 2022), 1000 iu of hyaluronidase was administered, followed by acetylsalicylic acid 100 mg 1x/day for 7 days. Topical antibiotic (mupirocin 3x/day for 5 days). The patient's situation and symptom's evolution are monitored. No additional information is available at the time of this report.